Event description:
The rn changed the alaris pump tubing for levophed drip. After priming the tubing the rn placed the new tubing in the alaris pump chamber and continued the drip at the ordered dose. The patient became hypotensive. The rn increased the rate to achieve the adequate bp per order. The bp continued to decrease. The rn noted the tubing was fractured distal to the y connector. New tubing was replaced and the bp returned to previous within minutes.